Event description:
When user was getting up, put weight on right side and the right side allegedly swung all the way around. Unit allegedly did not lock. No injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) male, (B)(6). The consumer has a preexisting medical condition consisting of a fractured ankle. His stability and medication regimen are unknown. The consumers technique while using the device is unknown. The user went to get out of bed and put his weight on the right side of the unit. The right side swung all the way around. No injury. The owner's manual warns, " make sure that the user's weight is distributed evenly and directly over the walker". Warning, "before use, both sides of the walker must be open and in locked position. The maintenance history of the device is unknown. RMA (B)(4) has been issued and the unit is being returned for an evaluation.